Manufacturer narrative:
Examination of the returned devices by depuy international bioengineering and applied research confirms the reported observation. The stem fractured due to fatigue in the neck/taper region. Examination of the alloy microstructure showed the grain size pattern and appearance to be normal with no unexpected phases present. It is therefore, unlikely that a material fault in the stem contributed to the fracture. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Additional patient details and x-rays were requested but were not provided. The investigation could draw no conclusions with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address fracture of the femoral stem at the stem taper.